Event description:
The physician closed the ateriotomy with the closer tsl 6 fr. Device in december. Some time following the procedure, the pt presented to their physician complaining of pain stemming from their gout. The physician noted that the pt was elderly and had been confused somewhat. The pt was taken to surgery and the surgeon noted that the profunda was occluded. Proper perfusion was never restored and the pt ultimately lost their leg. The perclose representative noted that the pt's chart stated that poor distal pulses were noted prior to the catheterization procedure. No further info is available.